Manufacturer narrative:
Additional applicable images were returned for evaluation. Multiple x-rays show placement of a implant at c3/4 above a previous acdf at c4/5. Initial films show the device in good position. Later films appear to show the markers within the implant distorted. The more posterior marker has not moved, however the anterior markers have displaced ventrally and rotated. The retaining screws have not moved, and no screw back out is identified, however this appears to show catastrophic fracture of the implant material with spitting ventrally of a significant portion of the supportive structure. This is reportable, and the dysphagia leading to revision is an adverse event which is reportable. Final photos verify this failure in the retrieved specimen.

Event description:
It was reported that during an ¿anterior cervical spinal surgery. It was reported that three weeks post-op, it was discovered that screw back-out had occurred.¿ no additional patient information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Applicable imaging films were returned to the manufacturer for evaluation. Lateral cervical x-ray post-op shows acdf with plate, well fused at l4/5 with implant well positioned at c3/4. Subsequent view appears to show fracture of the implant with anterior migration of the most ventral part of the spacer. No movement of posterior implant marker or screws has occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.